Event description:
A report was received that the patient developed an incisional local infection of the study device and/or the tissue directly adjacent to the study device. A head CT with and without contrast was performed to rule out intracranial infection and the patient was treated with oral antibiotics. The event was resolved. The physician believed the event was not related to the study procedure and related to the study device hardware.

Event description:
A report was received that the patient developed an incisional local infection of the study device and/or the tissue directly adjacent to the study device. A head CT with and without contrast was performed to rule out intracranial infection and the patient was treated with oral antibiotics. The event was resolved. The physician believed the event was not related to the study procedure and related to the study device hardware.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.